Event description:
It was reported that during a routine follow-up, high, out of range, lead impedance was observed. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high, out of range pacing lead impedance was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The cause of the reported high, out of range pacing lead impedance was not determined.